Event description:
Estrogen receptor performed by rt-pcr and reported on the oncotype dx test/device - (B)(6) was negative on this pt's breast cancer. However, the estrogen receptor performed on the very same tissue block as the oncotype dx test was moderately positive, with a semiquantitive histoscore of 115/300. The oncotype test in this instance is a false negative result, that could have resulted in a disastrous decision not to treat this pt with hormonal therapy for her breast cancer. The immunohistochemistry test result was performed using an FDA cleared kit.